Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, when the plunger was removed, the suture broke. Another proglide was used with the same results. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate MFR number. (B)(6).

Manufacturer narrative:
(B)(4) evaluation summary: the complaint device was returned for analysis. The analysis of the returned device indicates that the link was pulled from the posterior cuff and can have a similar appearance to the user as the reported suture break. Therefore, the reported suture retrieval experience is confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.